Event description:
I was implanted with an abutment in my skull for a bone anchored hearing aid but the manufacturer failed to inform me there is zero support for the device. They have entirely quit communicating with me. Now I have a screw in my head but no processor to use because they offer zero support for their device. This is fraud in my opinion. How can they allow doctors to surgically install screws in skulls and have zero commitment to seeing their device functions? It's insurance fraud.